Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to patient's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Changing your pod 3 / page 24: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Changing your pod 3 / page 34: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Living with diabetes 11 / page 117: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
On (B)(6) 2018, the patient experienced pain and discomfort while wearing the pod on her leg for about 24 hours. The pod was removed and the site appeared infected. The patient was brought to the emergency room where the infection was cleaned and a dose of unknown antibiotics was prescribed. At the time of the event, the patient also experienced nausea and had a fever. The patient's blood glucose (bg) levels were affected and reached 25 mmol/l (451 mg/dl). The doctor administered correction doses to get her bg levels back to normal and increased her temporary basal by 10%. A new pod was activated and the patient has not experienced any further irritations or problems.